Manufacturer narrative:
The company service representative examined the system and was able to replicate and confirm the reported event of a flickering screen and system shut down. However, the reported event of a power supply issue was unable to be confirmed, as the power supply was not found to be nonconforming. The nonconforming power distribution printed circuit board (pcb) was replaced. Unrelated to the reported event, the ar replaced the host battery, as a preventative measure (pm). The system was then tested and met all product specifications. The system manufacturing device history record (DHR) was reviewed. Based on qa assessment, the product met specifications at the time of release. The root cause of the reported event can be attributed to the nonconforming power distribution printed circuit board (pcb). The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The pcb was received for evaluation. A visual assessment of the returned sample found no nonconformities. The returned power distribution pcba was installed on a calibrated system and was booted up successfully with no issues. The system was left powered on for approximately 1 hour and no problem was found. There was no functional problem found with the returned pcba during testing. Therefore, the reported issues were unable to be confirmed. The returned pcb was found to functionally exhibit no problems. Therefore, the reported issues were unable to be confirmed. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported there was a power supply issue, the screen flickers and the system shuts itself off. Additional information has been requested.